Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose reached 600 mg/dl which was addressed with a bolus and manual injections. Reportedly, the customer reverted to an alternate pump for insulin therapy.